Manufacturer narrative:
Investigation completed 04/27/2017. Method: device history. Trend analysis. Failure analysis. Device history record reviewed for product ID 40a3059, work order (B)(4), serial # (B)(4). A total of (B)(4) were manufactured on 05/15/2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Reported slippage occurred during surgical operation. No manufacturing or design related trend has been identified. Skull clamp was subjected to inspection steps. All inspection steps passed, however it is noted that the retainer ring (part # 454a1022) had a slight slippage on the torque screw. If the retaining ring slips from its static position there will be an instant step decrease in holding force on the clamp. This reduced force will also decrease pressure of skull pins holding the head. Conclusion: in summary, the end users reason for return was verified and the most likely reason could be due to the retaining ring slipping on the torque screw assembly.

Event description:
Patient was rotated from supine to prone during the spine procedure. After the patent was closed and sterile drapes were removed, the surgeon notice laceration in the patient's scalp from the skull clamp slipping. Four staples were required to repair the laceration. Additional information was requested.